Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports there is a small hole in the arterial (red) silicone extension distal to one of the halkey-roberts clamps. The catheter needed to be removed and replaced. Add'l info received that catheter was drawing air into the line. No pt injury.